Manufacturer narrative:
A maverick 3mm x 20 mm balloon was advanced for pre-dilation. The balloon was inflated twice for a total of 25 seconds. Neuro assessement was performed and was normal. A cerebral angiogram was performed. The balloon was removed and the precise stent was advanced over the wire to the carotid lesion. The stent was deployed, without difficulty, and the stent delivery catheter was removed. The patient had an increase in blood pressure (179/78). Nitroglycerin was administered. Neuro assessement was performed and was normal. A sterling 5mm x 40mm was inserted for post-dilation. The balloon was inflated to 5 atmosphere's for 5 seconds. Neuro assessement was performed, the patient could follow commands, but had difficulty squeezing the rubber toy wit his left hand. The patients blood pressure has decreased (164/88). The balloon was removed. The capture sheath was inserted and the filter basket was removed. The patient at this point was still unable to squeeze the toy with his left hand. A cerebral angiogram was performed. The patient is still not able to squeeze the toy, but can move his right arm on command. Bp (130/75). The catheter was removed. Romazicon and integrillin were administered and the procedure was completed. The patient was alter and oriented, but felt weak on the left side. This condition improved by the time the patient was taken to the holding area. A twenty-four hour post assessment revealed that the patient had partial gaze palsy, complete hemianopia, and partial paralysis of the face. At discharge, three days following the procedure, there was still partial paralysis of the face, and residual weakness of the left arm. The product is not available for evaluation and testing. Additional information will be submitted 30 days upon receipt. Please note that this medwatch report represents one of two cordis products that were involved in this event and is related to mfg# 1016427-2007-00103 and 9616099-2007-01899.

Event description:
During post-dilation of a stent the patient experienced hemiparesis on the left side. The event was sudden. The patient was diagnosed with an ischemic stroke and remains in rehab with residual effects. The patient is a male with a past medical history of coronary artery disease, hypertension, and high cholesterol. In 2007, the patient was presented to the interventional lab for stenting of the right internal carotid artery (ica) as part of the study. The patient was in normal mental state when the procedure was started. The characteristics of the vessel are unknown but there was a 99% stenosis present. The physician made access via the right femoral artery with a 6fr sheath. A guidewire was introduced and the introducer was exchanged for a shuttle sheath and a vitek (vtk) catheter was advanced over a wholey wire to the lesion and positioned and removed the guidewire. A right carotid angiogram was performed, and then left cerebral angiogram was performed. The wire was reinserted and accessed the right carotid artery. The vtk catheter was removed. Neuro assessment was performed and was normal. The physician then advanced the angioguard filter basked and positioned the basket in the vessel.